Event description:
A discordant falsely depressed calcium (ca) result was obtained on a patient sample on the dimension vista 1500 instrument. The result was reported to the physician. The sample from the patient was compared to previous results from the same patient which were higher. No corrected report was issued. There is no known report of patient intervention or adverse health consequences due to the discordant falsely depressed ca result.

Manufacturer narrative:
Original MDR 2517506-2018-00692 was filed (B)(6) 2018. Corrected information: an typing error was made in section b5 which truncated the intended text. Section has been updated to reflect this correction.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant depressed calcium result. A siemens customer service engineer was dispatched to the account. Service performed the following: they replaced the sample probe 2 (s2) mixer and aligned the sample probe 2. A quick check and a mixer test s2 was performed on the system and both were acceptable. Quality control (qc) was processed and it was within acceptable ranges. The issue was resolved by replacing the s2 mixer. The device is now performing within specifications. No further evaluation is required.

Event description:
The sample from the patient was compared to previous results from the same patient which were higher. No corrected report was issued. There is no known report of patient intervention or adverse health consequences due to the discordant falsely depressed ca result.